Manufacturer narrative:
(B)(4).should any further information become available, a follow up will be sent.

Manufacturer narrative:
(B)(4). Baxter contacted the patient regarding the system error 2240 alarm. The patient stated the alarm was resolved. The patient stated that he was doing fine and continuing therapy. No sample was available. This complaint for a system error 2240 (air in set) that occurred during initial drain was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted baxter's technical service center regarding a system error (se) 2240 alarm that occurred on the home choice (hc) machine during initial drain. The technical service representative (tsr) advised the hp to cycle power to clear the alarm. The tsr further assisted with troubleshooting. The hp confirmed nothing unusual was noted with the supplies. The tsr reviewed proper procedures per the user manual. The hp confirmed to start over with new supplies and contact the nurse (rn) to inform of the incident. There was no report of injury or medical intervention.